Manufacturer narrative:
Pump passed displacement test and self test. Unit was received with intermittent down arrow button response due to flattened down arrow button dome switch (creased). Keypad connector was fully locked. Unit was received with missing display window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer's mother reported via phone call that the act button on the insulin pump was intermittently working. The customer's blood glucose level was unknown. The customer also reported that the lcd screen fell off. The device will be returned for analysis.